Event description:
Boston scientific received information that one day post implant, the left ventricular (lv) lead threshold measurement had risen considerably and the right atrial (ra) lead was displaying intermittent capture at high outputs. An xray displayed that the lv lead had dislodged and the ra lead had lost all of its slack. A revision procedure was performed and the lv lead was explanted and replaced. The ra lead was then found to be completely dislodged. In attempting to explant the ra lead, the tip became stuck in the subclavian vein. The physician then elected to surgically abandoned the ra lead and implant a new lead without complication. No further observations were noted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Dried body fluid was noted in the lead lumen. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.